Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited false pause episodes due to undersensing. No intervention was performed and the patient experienced no consequences. The patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported complaint of false pause episode was confirmed. The root cause was determined to be due to a sudden r wave amplitude drop. This is per device specification and no device malfunction was found.